Event description:
A surgeon reports a patient with a preoperative refraction of -7 diopters underwent intraocular lens implant surgery. Following surgery, the patient had a postoperative refraction of -6 diopters. The surgeon is concerned that diopter of the lens did not match what was labeled. Repeated attempts have been made to obtain preoperative measurements and the patient's medical history with no response from the surgeon. The lens remains implanted.